Manufacturer narrative:
Per the customer, the printed circuit board has burn marks. The instrument was not returned for further evaluation. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated that the original main pcb (printed circuit board) is burned in cytofuge2 centrifuge unit. There were no reports of flame or fires and the fire department was not called. There were no reports of injury to the operator or of delay in sample processing.